Event description:
It was reported that high impedance and subsequent low output current were detected on the patient's generator. The patient's generator was reportedly turned off by the neurologist due to the high impedance. It was reported that there was no known trauma. It was additionally reported that the patient was sleeping a lot due to a potential increase in night time seizures due to the device being disabled. The physician stated that the patient was experiencing an increase in seizure frequency at night due to the device disablement, which occurred due to the high impedance. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to the reported high impedance. The patient's generator was replaced prophylactically. The facility reportedly kept the explanted products and therefore return of the suspect device is not expected to date. No further relevant information has been received to date.